Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) remotely accessed the station and relaunched the application. During the launch, the page was checked to verify network adapters, and all were found to be functioning properly. After the application launched successfully, users were able to sign in and continue medication dispensing without further issues. The system functioned as intended after the technical support specialist troubleshot the device.